Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. Visible black/brown mark on cap due to cap contacting rotor on turbine. Cap was brown due to the rust built up inside of turbine and cap. Bearings dry/rusty on turbine. Clogged water spray on head. Replaced headdrive. Replaced water hoses and water valve.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.